Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 4 infusion sets cannula kinked events on (B)(6) 2024 . The event occurred within three hours of insertion. The site of insertion was abdomen. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 4.